Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer blood glucose value was 28 mg/dl. The customer was treated by emergency medical service. The customer was treated with honey and IV drip. The customer reported sensor glucose value and blood glucose value difference. No further patient complications were reported. The customer had been using an insulin pump system within 48 hours of the reported event. The auto mode feature was active at the time of the incident. Troubleshooting was performed. It was unknow whether the customer will continue or discontinue the use of the device. The device will not be returned for analysis.